Event description:
Manufacturer identified a programming anomaly on a vns patient's generator while reviewing programming history database. It was found that faulted system diagnostics occurred during an office visit and patient left the office with unintended settings. The programming anomaly was identified by treating neurologist at the next office visit and it was corrected.

Manufacturer narrative:
Analysis of programming history.